Event description:
It was reported that a user was unable to pair a dexcom g7 sensor with the ilet, despite entering the correct code, with the pump repeatedly returning to the ¿start sensor¿ screen after approximately ninety minutes of attempts. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no alerts or alarms. Investigation included user troubleshooting and education, including a device restart. Investigation of this case revealed that the pairing process did not complete and the sensor was suspected to be faulty, though unconfirmed without a receiver or app. It was concluded that the event was related to unsuccessful sensor pairing to the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.